Manufacturer narrative:
Additional information was received by smiths medical on 11 sep, 2019 that there was no patient involved in this event. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection, user mode and occlusion testing were performed. The reported problem could not be duplicated. During investigation the pump was tested in user mode, and the pump sensor output was within the expected range. In user mode the pump ran without issue. The pump sensor calibrated and passed occlusion testing. According to the investigation, the pump dso seal was deteriorating and there was a small amount of ingression residue on the chassis near the dso seal. The pump dso and seal will be replaced as a preventative maintenance measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm for "cassette not properly attached". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.